Event description:
The reagent lid of a dimension exl 200 instrument fell onto the operator's head. The operator was not injured and did not require any medical intervention or treatment due to the lid falling onto her head.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer had already tightened one of the two hinges after speaking with the cse on the phone. After tightening one of the hinges, the customer requested that the cse come to the site to tighten the second hinge, which the cse did. The cse adjusted the lid and verified that the springs were not too tight. The lid was then able to stay open at the proper height without falling. The cause of the lid falling onto the operator's head was a malfunction of the hinges. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 1226181-2013-00489 was filed on november 11, 2013. Additional information (07/03/2014): siemens healthcare diagnostics has investigated the instances of dimension exl instrument reagent lids falling during maintenance procedures. It has been determined that the hinge may lose its effectiveness and slowly shift downward during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 14-46 entitled "dimension exl reagent lid hinge issue" and customers outside of the united states were sent urgent field safety notice (ufsn) 14-46 entitled "dimension exl reagent lid hinge issue". The umdc/ufsn inform customers that their cse will inspect and adjust the tension on the reagent lid hinges during every visit. If the hinges can no longer be properly adjusted, the hinges will be replaced. The umdc/ufsn also instructs customers to contact the siemens customer care center or their local siemens technical support representative if they observe that the reagent lid is shifting downward while in the open position.